Event description:
It was reported by the manufacturer's recon sales rep that the product was melting while on the charger. This event did not occur during a procedure so there was no pt involvement. There were no allegations of adverse consequences associated with this event.

Manufacturer narrative:
The device was received by the MFR, however the complaint could not be duplicated. Per the quality inspection, the damage to the device was not from heat as reported but rather physical trauma like being dropped. The device has been discarded by the MFR.